Event description:
It was reported that catheter entrapment occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the catheter was stuck in the guidewire. Both devices were removed together as one unit outside the patient. The procedure was completed with another of the same device. No patient complications nor injuries were reported.